Event description:
The customer was hospitalized for high blood sugar levels. Troubleshooting was done on the pump and the pump is functioning properly. It was reported that the customer did not known to use the bolus wizard feature correctly. At the time of the call, the family member educated on the bolus wizard feature and how it works. It was indicated that they will work with the customer on how to use this feature properly.